Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to the emergency room, atrial lead dislodgement was observed. During the lead replacement procedure, pocket infection was observed. The pocket was cleaned out and the patient was placed on antibiotics. The device remains implanted. Patient was fine after the event.